Event description:
The customer initially called to report problems with high blood glucose levels. The troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer then stated that he was hospitalized for high blood glucose levels, with a reading of 820 mg/dl. The customer stated that once he removed the infusion set from skin, he noticed that insulin was leaking at the insertion site. The customer also stated that his skin was raised and irritated. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.